Event description:
The manufacturer received product performance data. The manufacturer's analysis subsequently revealed a power disconnect and power disconnect alarm. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the battery (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Log file analysis revealed a power disconnect alarm logged on (B)(6) 2023 involving (B)(6) within the analyzed period. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. When a cell pair depletes below the voltage threshold, the battery will not provide power until the voltage has recovered to a level above the threshold. As a result, the finding was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the cell-under-voltage condition can be attributed, but not limited, to a welding defect, a faulty internal cell pair, and/or a soldering defect. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.